Event description:
It was reported that the customer received a no delivery alarm because his reservoir was empty but could not clear out the alarm. The customer's blood glucose level was 200 mg/dl. He also reported physical damage on the top right of the screen display and casing. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.